Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A thrombus formation lead to a procedural abortion using the dilator of the versacross transseptal sheath, versacross rf wire and agilis sheath (non-baylis device). While attempting to complete the transseptal puncture, the physician noted a thrombus on the tip of the dilator. The procedure was aborted. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.